Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was use error- poor aseptic technique. A batch review was performed for the potentially associated lot number (gd882639). There were no defects noted during batch review that could be associated with the reported condition. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of patient made mistake/touch contamination and peritonitis coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and extraneal viaflex (lot numbers, doses, and frequencies not reported) intraperitoneally for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported by the consumer and the nurse. On an unreported date in 2011, the patient made a mistake/touch contamination. On (B)(6) 2011, the patient experienced peritonitis. In (B)(6) 2011, the patient was recovered from the peritonitis and the outcome for the made mistake/touch contamination was not reported. Dianeal therapy was ongoing. The nurse stated the peritonitis was not related to dianeal and extraneal therapies and was due to the patient made mistake/touch contamination. An opinion of causality was not reported for the patient made mistake/touch contamination.

Manufacturer narrative:
(B)(4). This is report 2 of 4 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.